Event description:
Boston scientific received information from the patient implanted with this lead that their lead was loose. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Available information suggests the lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received from the local field representative that the physician will continue to monitor the device and lead system.

Event description:
--

Event description:
Additional information was received that this lead exhibited a high out of range pacing impedance measurement approximately one year ago. The patient was seen in clinic. All lead measurements were observed to be within an acceptable range and the physician was unable to reproduce an out of range impedance measurement. Recent pacing impedance measurements were observed to have fluctuated. Additionally, shock impedance measurements were observed to have increased. All other lead measurements were observed to be within an acceptable range and no noise was observed on the lead. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.